Event description:
In 2011, I had surgery for l5-s1 fusion, implant medtronic spinal system screws, rods and mastergraft biologic. Immediately after my surgery, I developed complications and infection. I have had continuing side effects from the implants to include back pain, pain radiating down my leg and arms. Stiffness in my neck and hands, sharp stinging sharp pin pain in legs. Stomach aches, difficult walking, sitting. These are all associated with the devices in my back. After carefully researching recalls on the FDA website. I have realized these items are a contributing to physical declining health issues. My pain is much worse prior to surgery.